Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pen ii omnitrope pen 5 1.5ml the dial is malfunctioning. The following information was provided by the initial reporter: pen malfunction: the patient stated the dial is malfunctioning.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the complaint sample revealed a cracked vial retainer. The complaint sample could not be tested for the reported defect of pen malfunction. The root cause of the cracked vial retainer is most likely material incompatibility. Cracking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. H3 other text : see h.10

Event description:
It was reported that during use of the bd pen ii omnitrope pen 5 1.5ml the dial is malfunctioning. The following information was provided by the initial reporter: pen malfunction the patient stated the dial is malfunctioning.